Event description:
Distributor received information that the patient with this implantable pulse generator (ipg) died. The dr. Was subpeona'd to examine this ipg, which was removed from the patient during autopsy. Dr. Stated that one of the reports received listed the cause of death as "pacemaker failure." The dr. Noted that the ipg was discolored. Dr. Further stated that autopsy report indicated that there were paddle burns, consistent with external defibrillation, on the patient's bodyinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.